Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
Patient's head on right hip replacement had disassociated from stem. During surgery it was discovered the incorrect taper head was implanted. Revised to correct taper head. Update per sales rep on (B)(6) 2016: a pca head was implanted on (B)(6) when a v40 should have been used. Patient then disassociated and was revised on (B)(6) 2016. Sales rep confirmed patient did have a previous surgery involving a stryker stem and head were revised.

Manufacturer narrative:
An event regarding incorrect selection involving a pca head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the cause of the revision in this case was likely due to the incorrect head selection. However, further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient's head on right hip replacement had disassociated from stem. During surgery it was discovered the incorrect taper head was implanted. Revised to correct taper head. Update per sales rep on 13-oct-2016: a pca head was implanted on (B)(6) when a v40 should have been used. Patient then disassociated and was revised on (B)(6) 2016. Sales rep confirmed patient did have a previous surgery involving a stryker stem and head were revised.